Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Telephone number: (B)(6). The investigation is complete. The tubing had been removed and the power cord cut. Only the handpiece and battery pack were returned. Functional testing could not be completed. Visual inspection did not find any damage other than where the power cord had been cut. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event is confirmed.

Event description:
It was reported that the hip kit stopped working during surgery. The nurse found that the electric cord was broken, but the causative factor including human error was not found. There was no harm and no delay. Upon completion of the investigation it was found that the electric cord was cut and had exposed wiring. No adverse events were reported as a result of this malfunction.